Event description:
It was reported that there was a catheter problem/complication and a revision occurred. The patient had been having seromas at the location of where the catheter went into the spine and the patient had not been getting good pain control since (B)(6) 2014. The healthcare professional (hcp) went in to put ¿purse string¿ sutures around the catheter. A bridge bolus was initiated ¿yesterday¿ (2015-(B)(6)) and it was determined that clearing the catheter did not account for the volume of the old drug still in the inner pump tubing and the old drug was confirmed to be in the pump still needing to be dispensed. The manufacturer¿s representative stated that the hcp told her to prime the catheter volume only. There was reportedly 0.158 ml of the old drug that remained in the system at the time of the call. The pump was currently used to infuse fentanyl (0.5mg/day/1mg/ml) and had been infusing hydromorphone (0.6 mg/day / 4 mg/ml). No patient outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).